Event description:
Covidien received info stating that during maintenance, the ht70 ventilator screen froze after the boot up process and was complete. This issue could not be duplicated. There was no pt involvement.

Manufacturer narrative:
The covidien engineer evaluated the unit and allowed it to run for 72 hours under the same settings as was performed. The issue could not be duplicated. The engineer noticed that the on-off switch was responsive. The engineer replaced the single board computer (sbc) board as a precautionary measure. (B)(4).